Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event with a recorded value of 49 mg/dl and self-treated with oral glucose, with no additional event details available due to insufficient information. Symptoms included hypoglycemia. Outcomes included insufficient information regarding broader impact beyond the reported treatment. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.